Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2018-03227. It was reported that during an implant the physician was unable to place the leads due to scar tissue. As a result, the surgery was abandoned.